Event description:
In 1/89, harrington rods were implanted in pt's back. She recently learned that this product is not FDA approved. She was never given any info regarding this and was told that the results of this procedure would mean that she'd be just like new; that the procedure was for life.